Event description:
Procedure: unspecified laparoscopic nephrectomy. The atlas clamps were placed above the "a.renalis" (renal artery) and the signal was heard. The instrument was fired and cut the tissue per procedure. When the instrument was removed the "arteria" was not sealed. The surgeon reported "massive bleeding." The case was immediately changed to a full laparotomy so the surgeon could access the artery and mitigate the bleeding. There are no reported adverse affects besides opening the cavity. The pt is fine and was discharged.